Event description:
It was reported that the patient presented in clinic and was experiencing phrenic nerve stimulation. It was observed that the right ventricular (rv) had a lead slack issue. The physician opted to replace the rv lead; a new lead was successfully implanted. The patient was discharged.